Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the returned reflex-hybrid screw extractor was confirmed visually to have the distal threaded tip broken off in a torsional overload mode. No manufacturing anomalies that could be associated with the breakage were reported. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the screw extractor is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the screw extractor must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. Results: the instrument failure is believed to be the result of user-error. However, the exact cause of cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that after plate screw fixation, the surgeon tried to remove the screw from the plate to change the length of the screw. However, the screw extractor shaft broke inside the screw while the surgeon tried to remove the screw and there was no way to remove the plate except by removing the entire plate and the screws together. There was no further patient involvement reported.

Event description:
It was reported that after plate screw fixation, the surgeon tried to remove the screw from the plate to change the length of the screw. However, the screw extractor shaft broke inside the screw while the surgeon tried to remove the screw and there was no way to remove the plate except by removing the entire plate and the screws together. There was no further patient involvement reported.